Event description:
It was reported that during a total gastrectomy procedure, as the cutting speed was faster than usual and the tissue was cut before sealing, oozing occurred. The hand piece was replaced with another one, but the event continued. Astriction was performed and blood infusion was not required. Eventually, another device was used to complete the case. There were no adverse consequences to the pt. Additional information sought.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that both devices were returned in good physical condition. The devices were tested with a generator and both were functional.